Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v189565, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their first ins for about 8 years and the lead and ins were both removed and replaced due to broken lead wire. Patient stated that event without the lead working, they were still able to control their bladder. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the lead was partially removed, not reused. The lead fractured while trying to have it explant.